Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicted the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient experienced a capsular rent. The lens was removed and a sulcus lens was implanted. The nurse reported the vitreous did not present and a wound enlargement was not noted. Additional information has been requested.